Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. There were no nonconformances generated during production. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a right midshaft tibia fracture on an unknown date. During an intramedullary nailing of a right midshaft tibia procedure; a portion of the driving cap tip broke off inside the insertion handle while driving the nail into the bone. The tip remains inside the handle. 90% of the nail was already in the bone when the tip of the driving cap broke. There were no fragments generated from the breakage, as it was a clean break. The surgeon was able to use the same driving cap to finish impacting the nail, as the driving cap had a portion of the tip still intact. Standard x-rays were taken unrelated to the breakage of the driving cap. There was no surgical delay or medical intervention required. The procedure was completed successfully without any further incident. Concomitant device reported: insertion handle (part # 03.010.486, lot # 8474743, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (driving cap/threaded, part number 03.010.523, lot number 8751019). A visual inspection and drawing review were performed as part of this investigation. The driving cap is used during femoral and tibial nail implantations and proper use and maintenance are addressed in the associated technique guides. The returned device is multi-use and is used for implanted nails. The drawing for the driving cap was reviewed. No drawing issues or discrepancies were noted. The designs are adequate for their intended use and did not contribute to this complaint condition. The returned driving cap shows regular use, with hammer marks and gouges on the head of the device consistent with high impact force. The driving cap was returned with the tip broken off. The threaded portion of the driving cap has sheared off and was returned stuck into the insertion handle. The alignment tab on the insertion handle is undamaged. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. Additionally, it is likely that repeated use has caused the material to wear and fail due to fatigue. No manufacturing or design issues were noted during the investigation. The design is determined to be adequate for its intended use when used and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.